Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. It was determined that blockage in cartridge caused issue; customer changed supplies as necessary and then resumed insulin therapy.